Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. Heparin still was held per the surgeon as the patient was bleeding and blood products were given. It was also reported that flows were one liter above baseline. Purge pressure was 900, up from 600. Purge flow was 2.5, down from 6 milliliters. The left ventricle waveform was above the aortic. The patient remained on support until successful explanation and survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.